Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with arrow buttons did no response due to moisture damage keypad traces. The insulin pump had moisture damage on electronics, scratched display window.

Event description:
The customer's wife reported via phone call that the insulin pump had moisture damage, and damage. The customer's blood glucose reading was 118 mg/dl. The wife stated the insulin pump had a foggy screen and was unable to read it. She also mentioned the screen had some minor scratches. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.